Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms reported or adversed events. No additional information was available, the lead remained implanted.